Event description:
The customer indicated that the acuity central station in the central monitoring room froze, resulting in a loss of centralized monitoring. Tech support rebooted the system to restore normal operation. There was no report of pt harm associated with this event.

Manufacturer narrative:
H3: the device was not returned to the MFR for eval. It was, however, available via telephone communication. We have not yet completed the investigation. A follow-up report will be submitted when the eval is complete.